Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: feb 7, 2024 section h3: evaluated by manufacturer: yes device evaluation: the complaint lens was received in the original daisy wheel and presented with an attached fiber. The lens was forwarded to a laboratory for foreign material evaluation. A material analysis report was requested. The results showed the material was consistent with cellulose species (e.g., cotton, rayon, lint). The ftir (fourier transform infrared spectroscopy) spectrum raw data output file generated by the laboratory was then compared against the jnj manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. The top hit was "52846-007 lens paper 8x12 inches" with a correlation of 0.856548. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no malfunction and no indication of a product quality deficiency. The reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the johnson and johnson (jnj) intraocular lens (iol) had debris. After inserting the iol into the patient¿s eye it was discovered it had debris. A second lens was opened and implanted instead. The model of the second lens was not provided. Reportedly, there were no other complications such as capsule tear, vitrectomy, incision enlargement or sutures. The patient is doing well post-operatively. No further information was provided.

Manufacturer narrative:
Section a4, a5 patient information: information unknown/asku. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, it was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.